Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Review of the event history log (ehl) confirmed the high alarm displayed: "cassette not attached properly". The device was visually inspected. Functional testing was performed. The allegation made by the complainant was confirmed through failed upstream occlusion sensor test during evaluation. The downstream occlusion (dso) sensor and dso seal was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump had an error - cassette not attached and it was found out during testing. There were no patient involvement and no patient harm. Evaluation of the returned device confirmed the reported issue.